Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in if remedial action initiated and correction/removal reporting number. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to elevated metal ions, pseudo tumor and necrosis.

Manufacturer narrative:
D11 - concomitant medical products: metasul ldh, head, 50, code p, taper 18/20 catalog #: 0100181500 ; lot #: 2342284; metasul ldh head adapter, s, -4, taper 12/14-18/20 catalog #: 0100185145 ; lot #: 2351559; femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 14 149 mm stem length cementless catalog #: 00786401420 ; lot #: 60573455 therapy date :(B)(6) 2017 this case was reopened on jan 28, 2019 to enter additional information which was received on jan 21, 2019. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
No updates in event description.